Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via email that a patient underwent a surgical procedure performed on the right hand, in (B)(6) 2021. The patient is possibly experiencing a reaction to material(s) used for the repair. The patient will be seeing an allergist on (B)(6) 2023, for sensitivity testing. No additional information was provided. Additional information requested.

Event description:
Additional event information: original procedure: (B)(6) 2022 procedure: h&w soft tissue repair. Devices used: h/w internal brace lgmnt augment repr kit ar-8978-cp lot: 13634098, disposables kit, for dx fibertak ar-8990ds lot: 10589394, dx fibertak suture anchor, st & ndls ar-8990st lot: 11843561. Additional information regarding treatment for reaction, date of reaction onset, reaction details/photos, other follow-up procedures, was requested but not provided.

Manufacturer narrative:
This report is being submitted to provide additional information in h6: health effect - clinical code, health effect - impact code, medical device problem, component, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Date of event in b3 was updated to the date of the original surgery. Investigation summary: since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the complaint allegation is not confirmed. The most likely cause for the reported failure can be attributed to a patient-specific event.